Event description:
Consumer reported, right side deflation. Device has been explanted.

Event description:
Consumer reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on anterior and crease flat leak test and microscopic analysis was performed which identified: striated opening on anterior, sharp opening on anterior, non-penetrating nick, delamination of the diapherm valve disk shell, observed void >1 mm in non-textured, valve-to shell-bond area and wear abrasion. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as an unidentified (tear) opening. A striated opening on anterior assessed as surgical damage. A delamination partial of the diapherm valve disk shell (adhesive failure).

Event description:
Patient reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Consumer reported right side deflation. Device remains implanted.